Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of corrosion at the forceps and forceps elevator lever k lever, and the areas of missing or damaged adhesive around the objective lens, was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope, which is a service inspection, with no reported complaint. However, during the evaluation of the device, the service center identified that the device had corrosion at the forceps and forceps elevator lever, and areas of missing or damaged adhesive around the objective lens. There was no patient involvement.